Event description:
The customer reported that the pump unexpectedly displayed a reset screen. There was no reported impact on the customer's blood glucose level. Technical support informed the customer that the pump reset was a safety feature for ensuring performance, and the pump was functioning as intended. It was also explained that a reset affects certain settings, requiring manual intervention. The customer successfully resumed insulin use and acknowledged the information provided.